Event description:
The customer reported that her olympus evis exera iii xenon light source was not properly white balancing during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. However, during the device evaluation, it was discovered that the connector pins within the scope socket had rust under them and were compromising the connection. This report is being submitted to capture the rusty and compromised connector pins found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The white balance was not an issue with the subject device. However, there was rust found under the connector pins, compromising the connection. Additionally, there was notable cosmetic damage ¿ cracked front panel, missing labels, and a missing lamp doorknob. The lamp life meter was also showing 200+ hours of use with a rusted heatsink. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿white balancing¿ issue could not be determined, however, the investigation observed a defective scope socket (pin rust) and a rusty lamp heatsink which may have contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that this event occurred while preparing for a colonoscopy procedure. According to the initial reporter, in order to complete the procedure, the staff had to move to another procedure room. Following the relocation, the patient's procedure went well.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.